Event description:
It was reported that during a da vinci-assisted ileocecal resection procedure, while attaching the monopolar cautery cord to the monopolar curved scissor (mcs) instrument on universal surgical manipulator (usm) 3; the mcs instrument moved unintendedly in the direction of insertion, causing scratches to the sigmoid mesocolon. The issue occurred early in the procedure, when the surgeon was excising adhesions. According to the surgeon, the unintended movement was caused by a nurse applying excessive force to the carriage, while connecting the monopolar cautery cord to the mcs instrument. The scratches were cauterized using the fenestrated bipolar forceps instrument on usm 1; however, there was no bleeding as a result of the injury. The procedure was completed and there were no post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse ran a data terminal equipment (dte) universal surgical manipulator (usm) advanced brake test and a usm insertion friction; and passed the dte. The usm 3 was verified as working properly and the system was tested and verified as ready for use. A review of the instrument log for the monopolar curved scissor instrument associated with this event was performed, and the instrument was used again on (B)(6) 2024 on system sk1324. The instrument had 8 uses remaining after last use. A review of the dvstream log and kinematic data for the system associated with this event has been performed and review of the data indicates that there was an instance of the cautery cable being plugged in while the instrument was installed on the system. The system had an error that is related to this issue, which indicates a master tool manipulator (mtm) drift issue. The probable root cause of the error may be attributed to user-induced factors such as the user letting go of a mtm while their head is in the high-resolution stereo viewer (hrsv) sensor, or a patient side cart (psc) user applying external force on an arm that is being commanded by the surgeon. The da vinci xi surgical system in-service guide: or staff (1007573-09) was reviewed, which includes the following excerpt in section 9 under instrument insertion activity, and guided tool change activity, respectively: ¿ when using energy instruments, attach energy cables to the instruments before installing onto patient cart arm.